Manufacturer narrative:
Philips service replaced the hdd, reloaded the software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)..

Event description:
It was reported to philips that a defective hdd in the ippc caused loss of image on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.